Event description:
Endovein harvest was attempted on the right leg. Vein was not useful for bypass surgery. Vein harvest was performed on the left leg. After vein harvested, it was noted by the surgical assistant that the tip of the bullet on the endoscopic vein harvest equipment had fractured and the tip was left in the pt's leg, unk which leg at the time. Both legs scoped again until the piece was located in the left leg. When the fragment was compared to the tip, it was realized that another piece was still missing, and was located also in the left leg. The pt remained in the operating room. The pieces were palpated and a small incision was made to remove the tips from the vein. The bullet tip was reconstructed to r/o another piece missing.